Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reported, translated from japanese to english: "false positive".

Manufacturer narrative:
A complaint of "false positive results" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is unable to be confirmed with the information present. The root cause is unknown. If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/30/2013. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reported, translated from (B)(6) to english: "false positive".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.